Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; related manufacturer reference number: 1627487-2020-22544. It was reported the patient experienced migration of both leads. The patient stated there was a popping sensation at the lead implant site upon moving in bed the day of implant, (B)(6) 2020. X-rays revealed both of the leads had migrated. Despite the migration, the patient still had pain relief from the migrated leads. To address the issue, the physician explanted and replaced both of the migrated leads on (B)(6) 2020, which resolved the issue.